Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 2.4 mmol/l. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that when inserting a battery on my new pump, the slot does not align horizontally. The customer was assisted with troubleshooting and all the settings were correct with the insulin pump. The customer did not return the product back for analysis.